Event description:
On (B)(6) 2022, a patient (pt) in (B)(6) called to report discomfort and blurry vision in both eyes (ou) on (B)(6) 2022 while wearing the acuvue® oasys® brand contact lenses (cls). The pt didn¿t notice anything unusual with the lenses on removal. The pt currently reports ou pain. On (B)(6) 2022, the pt went to the emergency room and the eye care professional (ecp) advised the pt that the ¿ou is lesioned as if the skin of the pts eyes are scratched.¿ the ecp didn¿t provide a diagnosis. The pt was prescribed regencel q 3h for 7 days, ofloxacino 1 drop q 4h for 7 days, and predfort 1 drop q 12h for 5 days. The pt returned to the ecp on (B)(6) 2022 and was advised to use hyabak 1 drop q 1h and regencel q 2h until the follow-up (fu) appointment on (B)(6) 2022. The pt only used the lenses twice and doesn¿t sleep in the lenses. On 14apr2022, the pt provided additional medical information. The pt reported the symptoms occurred on the 2nd day of cl wear. The pt visited the ecp (B)(6) 2022 and was advised the os was better, but the od was still not completely healed due to corneal edema. The pt was prescribed vigamox q 6h for 10 days and hyabak every hour, continuous use. A routine eye exam was scheduled in 20-30 days. The pt reported the ou pain had resolved. The pt reported the ecp diagnosis was ¿corneal de-epithelialization and keratitis.¿ the pt agreed to send a note with the diagnosis via email. The pt stated the ecp advised the ou ¿lesions¿ were ¿as if it was all over the entire cornea.¿ on 14apr2022 the pt provided additional via email. Ecp note dated (B)(6) 2022. The pt presented to emergency room with complaint of ocular pain and tearing (B)(6) 2022. The pt was diagnosed with bilateral corneal de- epithelialization and keratitis. Treatment initiated and progressive improvement. On (B)(6) 2022, od: calm, discrete temporal keratitis. Os: calm, cornea intact, no staining with ¿fluor.¿ excuse for work, not dated. Pt to stay from activities for 5 days beginning on (B)(6) 2022. ICD code h18.8, other specified disorders of the cornea. Prescription dated (B)(6) 2022 for predifort 1 drop q 12h ou for 5 days, ofloxacin 1 drop ou q 4h for 7 days, regencel/epitezan ointment ou q 3h at night for 7 days. Return to emergency room in 1 day. Prescription dated (B)(6) 2022 for vigamox 1 drop q 2h, hyabak/hylogel/hylocomodod 1drop in each eye q 1h continuously. Use cold water compresses several times daily as needed. Prescription dated (B)(6) 2022 for vigamox 1 drop q 6h for 10 days, hyabak 1 drop hourly. Multiple attempts to the pt¿s treating facility for additional medical information were unsuccessful. No additional medical information has been received. A lot history review was performed for the os lot number provided and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot l004n8l was produced under normal conditions. This report is for the pts os event. A separate report will be submitted for the pts od event. The suspect cl for the os was requested for return for evaluation but have not yet been received. If any further relevant information is received, a supplemental report will be filed.

Manufacturer narrative:
Requested but not yet received.

Manufacturer narrative:
One opened contact lens case was received from the customer which contained two lenses for lot # l004n8l. Four sealed blisters were also received. A microscopic visual exam indicated no abnormalities for the two opened lenses. The solution from the four sealed blisters were tested which indicated the ph and conductivity were in specification. This report is for the pt's os event. The report for the pt's event will be submitted in a separate report. If any further relevant information is received, a supplemental report will be filed.